Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed a device was returned in sealed packaging. The tip protector of the monofilament is on the flat side of the packaging and not the chevron side. The clasp was attached to the spare monofilament as intended. The packaging has pin holes from the inside along the flat side of the packaging. The tip protector was found to be punctured from the inside. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging procedure, found that the operator should place the device inside the pouch and inspect seal, set up verification in the boxing area and then, the sealed pouch should be placed with the IFU and patient label inside the carton before closing it. The root cause was associated with transport/storage. Factors that could have contributed to the reported event include rough handling during transport or storage, or exposure of the packaging to excessive heat. The investigation findings were escalated to the manufacturing team, and it was determined that this type of punctured would suggest rough handling of the shipment and not a root cause that would impact other product lots. No containment or corrective actions are required at this time.

Event description:
It was reported that an accu-pass had pin holes from the inside along the flat side of the packaging. As the deficiency was observed while performing the investigation for the device, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).